Event description:
During a ptca treatment procedure, wire insertion difficulties were encountered when inserting the guidewire into the lumen of the balloon catheter. When the physician checked the pt graphix guidewire, he found 'foreign material.' He thought the wire coating got peeled off. The lesion being treated was a 90% stenotic lesion in the mid right coronary artery. The guidewire was inserted through a metal entry needle, but the physician thinks that this needle is not the reason for the complaint. Resistance was met with insertion and removal of the guidewire. The physician thought that the wire had not been kinked at any point in the procedure, but that there may have been a loop in the guidewire that was pulled. The coating was thought to have peeled in an area between o and 10 centimeters from the distal end of the wire. The pt was asymptomatic during this event. The pt graphix guidewire was removed and replaced with a whisper ms guidewire to successfully complete the procedure. No pt injuries or complications were reported.